Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration, and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spacer was implanted during a spacer placement procedure performed on (B)(6) 2020. Reportedly, fiducials were not administered prior to the spacer implant. Additionally, saline was not injected in the rectal wall during hydro dissection. According to the complainant, the patient has a lump/bump on the perineum. Magnetic resonance imaging (MRI) was performed and it showed some of the gel appeared in the penile bulb and also under the prostate. The patient condition was reported to be fine, and will receive external beam radiation therapy in a few weeks.